Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was repositioned. The investigation did not determine which ipg contributed to the issue.

Manufacturer narrative:
B3: event date is estimated. Additional components potentially involved in the event include: common device name: scs ipg, model: 3660, UDI: (B)(4), serial: (B)(6), batch: a000137055.